Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rash with pressure points and a bruise that is almost ready to tear. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied compresses to the area. Follow up indicated that the skin irritation improved.